Manufacturer narrative:
Unit passed operating currents and run currents. No blank display noted. Unable to perform selftest, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unit received no button response due to flattened act (creased)button dome switch. Inspected lcd and no unlock keypad connector. No moisture damage found inside the pump. Unit received with minor scratched display window. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump display screen is blank. The customer's blood glucose reading was 191mg/dl at the time of incident. Troubleshooting found that the customer changed the battery in the pump but the problem persists. Troubleshooting also found that the blank screen may be due to sweat as the customer wears the pump inside of her sports bra. Customer also indicated that the pump is vibrating without an alarm or alert. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.